Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was retained by legal counsel. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00875704801, cup, lot # 62404188, item # 00885200832, liner. Lot # 62192176, item # 00784800200, neck, lot # 62002536. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-04892, 0001822565-2018-04893, 0001822565-2018-04894, 0001822565-2018-04895.

Event description:
It was reported that a patient was revised due to pain and loss of range of motion approximately 5 years post implantation. The onset of pain started not long after the primary surgery. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: reported event was confirmed by review of radiographs. Review of pre-revision images stated that there was lack of contact between the acetabular cup hardware and the bone. Extension of screw into the pelvis was noted. Review of post-revision image stated that there was contact between acetabular cup and bone. Acetabular screws did not appear to breach into pelvic inlet and remained within the bone. Signs and indications of loosening, wear, radiolucency, wear debris, corrosion, subluxation and osteolysis could not be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised due to pain and loss of range of motion approximately 5 years post implantation. The onset of pain started not long after the primary surgery. Attempts have been made, and no further information has been provided.